Event description:
Caller reported a power source alert while using a tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer attempted to resolve the issue by charging the pump for 30 minutes, but it did not begin charging. Trying a different charging cable also failed to resolve the issue. The pump was under warranty, and the caller was instructed on using storage mode and returning the problematic pump with a pre-paid label. The customer planned to continue using the current pump until a replacement could be provided.